Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation, weight to the spec, creases flat, cloudy color in the gel. Bubbles and voids in the gel observed after autoclave cycle. The unit is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late, edema, device migration. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "fluid accumulation, and swelling" and "implant was rotated". Device has been explanted.